Event description:
It was reported that customer experienced keypad anomaly. It was reported that when the down arrow was pressed, the numbers scrolled down and was not able to scroll back up due to buttons not responding. Customer's blood glucose was 6.7 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
Insulin pump received with no button error alarm. Insulin pump received intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.